Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #10 (type ii bone). Primary stability and osseointegration were achieved. Implant fractured was involved in the event. The clinician reports that the pt came in with implant out. The clinician states that the coronal aspect of the implant fractured and the apical portion has been put to sleep. The final prosthesis was placed on (B)(6) 2012. The implant was removed on (B)(6) 2013 due to pain, mobility.